Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v565856, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v479550, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen the morning of the report at the center and there were impedances greater than 40,000 ohms. This occurred on combinations c and 11, 8 and 11, 9 and 11, and 10 and 11. The physician¿s assistant did not have the previous impedances on hand, but reported these were new readings. The doctor always did intra-operative impedance testing so would have known if these were out of range. It was noted that the patient was receiving therapy, but experiencing side effects. The patient denied any fall or trauma. The implantable neurostimulator (ins) battery was currently at 2.85 volts. The patient was reprogrammed away from contact 11 and therapy impedance was 1,167 ohms. Three days later, it was reported that the patient had not been complaining about any loss of therapy prior to the reprogramming. At the time of the report no revision or replacement was planned as the patient was still receiving therapy.